Manufacturer narrative:
There is no clinical significance in the discrepancy analysis for customer did not provide the lab value to calculate the confident limit. The decision for investigation cannot be determined. Testing was also done on separate days. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer was milking the finger. Per product user guide - precautions and warning, "do not use repetitive pressure to collect the sample." Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Pt is taking pain medication and is also on diuretics due to liver issues. Pt current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. (B)(4). Action threshold has reached. Since strip lot released, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Previous investigation of strip lot 234527 from a previous case met accuracy criteria. No further investigation is required. Strip investigation was performed on lot 234527. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 234527 are within the allowable bias (+ or - 1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges lower than expected results with meter. Pt's target therapeutic range is 2.0-3.0.